Manufacturer narrative:
The ICD was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its return, the ICD underwent an electrical incoming goods inspection. An initial interrogation confirmed the clinical observation. Increased power consumption was documented. The device was, however, fully functional. The icds capability to provide therapy was tested. The anti-bradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In a next step, the current uptake of the ICD was checked, and an increased current uptake was still confirmed. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The battery was almost discharged. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was only slightly increased now after opening the housing. Subsequently, the current uptake of the electronic module was monitored at 37 degree celsius in a long-term test over several days. During the long-term test, the slightly increased current uptake dropped to normal values. Despite several stress tests, the high-current state could no longer be reproduced after that. The electronic module was therefore destructively analyzed in a next step, and the individual components of the module were examined. However, no abnormalities were found, and the cause for the clinical observation could therefore not be determined. In summary, the clinical observation was confirmed during the analysis. Despite time intensive and thorough analysis, no cause could be identified. The analysis of the individual components was unremarkable. The icds capability to provide therapy was completely given at any time.

Event description:
Ous MDR - after an implantation time of 17 months, it was reported that the ICD showed increased power consumption. The ICD was explanted and returned. No deterioration of the patients state of health was reported.

Event description:
Ous MDR - after an implantation time of 17 months, it was reported that the ICD showed increased power consumption. The ICD was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.